Event description:
Hospital biomedical staff reported, the metal plate fell off the adult standard paddle plate assembly attached to the standard hard paddle set. The report did not involve a patient use.

Manufacturer narrative:
Medtronic determined root cause to be insufficient rtv bonding due to variation in application process at the supplier. The supplier implemented an improved bonding process, which includes a programmble dispenser to control rate and volume of bonding material and a template for bonding location.